Event description:
It was reported that the device recorded three pause episodes within a couple of minutes. The episodes appear to show low amplitude qrs's that are not being sensed by the device and noise that is being oversensed by the device. The patient was noted to be asymptomatic during these episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).